Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to use a different wall outlet and advised against using third-party cables or wall adaptors unless specified for troubleshooting. The customer reverted to an alternate method of insulin therapy.